Event description:
A report was received 2002 that a doctor had implanted a memorylens in a patient's eye in 1999, which lens has opacified. The lens has not been explanted at the time of this report. Although numerous requests were made, no additional information was received from the doctor.